Manufacturer narrative:
The results of the investigation were inconclusice as the device was not received for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found.

Event description:
It was reported the patient had acute persistent dislocation fracture of the elbow (complex) that could not be closed/reduced. After 7 days of the injury, the initial implant surgery was performed. It was reported the reduction was difficult during the procedure since the entire musculoligamentous complex was also affected. A coronoid and olecranon plate and lateral anchor were inserted during the initial implant procedure. "Patient with torpid evolution in which the post-op nursing care was not satisfactory" was also reported. Dehiscence of the wound was observed at its middle level post-op and was healed with pico system (negative pressure therapy system) until it closed for 4 weeks (event date unknown). After removing the drain, the wound reopened spontaneously with purulent material discharge. CT of the elbow revealed lateral collection and rupture of the coronoid plate. Elbow subluxation was also appreciated. Follow up determined both the coronoid plate and olecranon plate were explanted. It was stated the patient had a very complex and unstable lesion and "perhaps the coronoid plate was insufficient to maintain the stabilizing fragment, the infection did not help consolidation and the entire system failed, leading to mechanical stress of the plate and its failure. The anterolateral coronoid fragment could not be synthesized and was displaced, perhaps influencing overall failure." Follow up also determined the current status of the patient is that the infection is being resolved, but the patient's elbow is "quite rigid (arthropathy +++)". The patient is undergoing the usual check-ups in consultation. Only the coronoid plate was being returned for evaluation. This report is related to report number 3025141-2023-00018 for the coronoid plate involved.